Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had hyperemia and phlebitis in right upper limb. The distributor of this product is cirurgica fernandes. The issue occurred at inpatient care. There was patient involvement and no harm was reported.

Manufacturer narrative:
One device was returned for analysis. The reported issue was not confirmed. The root cause can't be confirmed. Device history record (DHR) review could not be completed as the lot number was unknown.